Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged pump error 130, exposed to magnetic field and cosmetic damage located a crack on the pump case found on (B)(6) 2021. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected pump error 130 noted during testing, however pump error 130 on (B)(6) 2021 at 08:50:15.000 was found in pump downloaded history. Unit successfully downloaded to thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic stack and force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, damaged display window cover, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage(serial number label stained) and cracked retainer. The motor was tested outside of the device on the ngp stb3 and passed. In summary, customer allegation for pump error 130 was not confirmed however it was found in pump download history. Exposed to magnetic field is unknown. Cosmetic damage was confirmed, cracked case-corner of belt clip rails. Motor tested on ngp stb3 and passed testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error alarm. The customer stated the insulin pump was exposed to high magnetic field. Customer reported crack on insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.